Event description:
During an in-clinic follow-up, episodes of noise which resulted in oversensing and inappropriate automatic mode switch were observed on the right atrial (ra) lead. No intervention was performed and the patient was stable and will continue to be monitored.

Event description:
Additional information was received that during a follow-up, provocative testing was performed and the ra lead noise was reproduced. A revision procedure was performed. The ra lead was explanted and replaced to resolve the event. Insulation damage was observed visually on the ra lead. The patient was in stable condition.